Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The customer replaced the sample probe, reagent probes, reagent syringe, sample syringe and ise (ion-selective electrode) syringes which resolved the issue. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. (B)(4).

Event description:
The customer reported a non-reproducibly low sodium result for one patient generated on the laboratory¿s au480 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. Data was not provided. The customer verbally provided examples of the erroneous results. The customer indicated a result of 131 had been released from the laboratory; however, a corrected report was issued.